Event description:
Pt in surgery for removal of silicone breast implants. Upon explantation, both (bilateral) silicone breast implants were found to be ruptured. No implantation information available. Implants were not implanted at reporting facility.